Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. Technical services reviewed the electrograms of the stored event. The device sensing vector was programmed to the alternate sensing vector at the time of the shock. A review of the electrograms for the shock episode found rail-to-rail noise. The device had been implanted approximately three days when the shock occurred. Technical services discussed bringing the patient in and reprogramming the sensing vector. There were no additional adverse patient effects. The system remains implanted.